Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 67mm diameter abdominal aortic aneurysm. It was reported during the index procedure the delivery system (ds) of the endurant iis main body was delivered without a sheath via the right ipsilateral side. The deployment of the main body was commenced from the lower left renal artery with the contralateral gate facing the patient's ventral side. Once the stent graft was deployed down to the contralateral gate (deployment was stopped before deploying the ipsilateral gate), the physician planned to perform a contralateral gate cannulation from the left side, however it was observed that the main body was fully deployed to the ipsilateral distal side due to incorrect deployment operation. The ds of the main body was left insitu and contralateral gate cannulation was performed with a guidewire( radifocus) from the left side. Given that there was a difference of 2cm in the ipsilateral gate and the contralateral gate the physician elected to perform ipsilateral cannulation. Imaging was used to confirm if the guidewire passed through the contralateral gate correctly, and it was also repeatedly confirmed by the physician that there was no issue with the route of the guidewire. A pigtail catheter was used to measure the length needed for the contralateral limb and etlw1616c124ej was deployed from the left side through a 14fr sentrant sheath. After deploying the left limb, the ds of the left limb was removed. Next, the main body ds on the right side was removed and a 16fr sentrant sheath was inserted. The right treatment length was measured and etlw1616c124ej was inserted from the right side and started to be deployed from the bifurcation marker of the main body. During the deployment of this second limb a suspected error with deployment was noted and imaging was completed. Imaging demonstrated that both etlw1616c124ej limbs were deployed in the ipsilateral leg of the main body. The second etlw616c124ej which was in the middle of deployment was retracted into a 16fr sentarnt sheath and removed from the patient's body by the phyisican. In order to complete the procedure, the guidewire which was inserted from the right side was removed once and contralateral gate cannulation of the main body was performed again. The etlw1616c93ej was then deployed on the contralateral side. Touch up was performed with the reliant balloon catheter. A type IV endoleak was observed at the final stage of the procedure which in the physician's opinion would self-resolve. As per the physician, the cause of the event was due to a confirmation error of cannulation at the contralateral gate. No additional clinical sequalae were reported and the patient will be monitored by their physician.